Event description:
It was reported that the patient presented with an acute st elevation myocardial infarction (mi) around 4 a.m. The distal right coronary artery (drca) was identified to be the cause of the mi. The non-calcified, mildly tortuous drca lesion was treated with the 2.75x38 xience alpine stent and the patient was placed on effient. Post dilatation was not performed. Later that morning around 10 a.m., the patient was brought back to the cath lab for complaints of chest pain. There were no new changes reported on the electrocardiogram. The 2.75x38 xience alpine stent in the drca was found to be clotted off with timi flow 0. Two thrombus aspiration catheters were used and successfully removed a large thrombus. Timi flow was 3. Intravascular ultrasound (ivus) was performed and the 2.75x38 xience alpine stent was not well apposed to the vessel wall. Post dilatation was performed with a 3.0x20 nc trek then a 3.25x20 non-abbott balloon dilatation catheter. The patient was placed on aggrestat 2b3a inhibitor. The chest pain resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. There is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.